Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-oct-2018 with the following findings: the complaint of a blank display was not duplicated during testing. A review of the pump alarm history showed call service alarm codes 054 and 052 had occurred; a code 054 alarm may cause the display to be blank for several minutes. During investigation, the pump powered on to the verify screen. The display was found to be clear and legible. The pump cover was removed and no evidence of moisture was found inside the pump. The complaint of a blank display issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue with an unknown pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in an inability to use the product which may lead to long term cessation of delivery.